Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lv lead had a sudden rise in threshold. Chest x-ray confirmed lv lead had moved out of position/dislodged. The lead was electronically abandoned and remains implanted.

Event description:
It was reported that a recent follow up revealed that the patient may have had an increase in shortness of breath and less energy since taking a fall recently. An interrogation found that there was no capture on the left ventricular (lv) lead. A chest x-ray confirmed dislodgment of the lv lead. The lv lead was repositioned and remains in use. It was noted that the patient was a participant in the (B)(4) study. No further patient complications were noted as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and not replaced. The patient is a participant in the product surveillance registry.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.